Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:xxx was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective user interface module (uim) printed circuit board(pcb). The uim pcb was replaced to correct this condition the user interface module software version of this pump is vista minor(5.04.00). A device history review was performed with no exceptions found during manufacturing. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with failure code 500.320.844. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.